Manufacturer narrative:
Date sent to the FDA: 09/16/2020. Additional b5 narrative: it was reported that the patient experienced hernia recurrence following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the previously placed mesh had fairly extensive adhesions to the omentum. The mesh had been displaced before removing it from the abdomen. It was reported that the patient experienced severe pain, nausea, chills, inflammation, infection and loss of appetite. No additional information is provided.